Manufacturer narrative:
Date of event: unknown. Device expiration date: unknown. Device manufacture date: unknown. Results: a sample is not available for evaluation. A review of the device history record and manufacturing process could not be performed as a lot number for this incident was not provided. Conclusion: without a sample, an absolute root cause for this incident cannot be determined.

Event description:
It was reported that the suspect device had a leak where the luer-lock connector connects to the patient. The patient was receiving a one-hour infusion of etoposide (chemo agent). The nurse stayed with the patient for the first few minutes to make sure there were no complications. The patient called the nurse about 5-10 minutes after she left saying that her gown felt wet. It appeared that the luer-lock connector had come loose from the patient's line and was leaking onto the patient. The patient immediately had her soiled gown removed and her skin that was exposed was cleaned thoroughly and she was continually assessed for irritation or any changes. No medical interventions were provided.

Manufacturer narrative:
Manufacturing location: (B)(4).

Manufacturer narrative:
Describe event or problem: per additional information given by the customer, the item number was changed from the c45 to n35. The n35 is the actual device involved with this incident and so the changes were made to reflect this in the complaint. The issue with this device has been the n35 injector disconnecting from the alaris tubing causing leakage of chemo drug to bare skin. Brand name: bd phaseal¿ injector luer lock n35. Type of device: injector. Manufacturer name, city and state: (B)(4). Medical device lot #: unknown, medical device cat#: 515003. Device evaluation: results: a sample is not available for evaluation. A review of the device history record could not be performed as a lot number for this incident was not provided. In the event that new, changed, or corrected information is obtained, a supplemental report will be filed. Conclusion: as no evidence of the defect is reported (pictures, samples, etc.) And lot number is unknown, bd was not able to duplicate or confirm the customer¿s indicated failure mode. No retained samples could be taken for evaluation.

Event description:
Per additional information given by the customer, the item number was changed from the c45 to n35. The n35 is the actual device involved with this incident and so the changes were made to reflect this in the complaint. The issue with this device has been the n35 injector disconnecting from the alaris tubing causing leakage of chemo drug to bare skin.